Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use with 20 bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes the tube pushed off the npe of needle. The following information was provided by the initial reporter, translated from (B)(6) to english: lately it has been necessary to push the lihep tube firmly against the needle to prevent it from slipping off the needle.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that during use with 20 bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes the tube pushed off the npe of needle. The following information was provided by the initial reporter, translated from dutch to english: lately it has been necessary to push the lihep tube firmly against the needle to prevent it from slipping off the needle.